Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 70 mg/dl to 300 mg/dl which were addressed by administering a manual injection and delivering a bolus. Reportedly, the customer will continue to use the pump for insulin therapy.